Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device gave a 242.4030 error and has no motor movement.

Event description:
It was reported that the device gave a 242.4030 error and has no motor movement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 04/24/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under tw complaint: (B)(4). The root cause of the customer report stating "the device gave a 242.4030 error and has no motor movement" was not determined since no product was returned for investigation. The reported issue of the device giving a 242.4030 error and having no motor movement could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text: no product returned.